Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis. On (B)(6) 2010, the patient was given a loading dose of "fortun" 250mg ip and "clavm" 0.6mg IV. The root cause of the peritonitis was unknown. At the time of reporting, the patient remained hospitalized and the event of peritonitis was resolving. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.